Event description:
Per the clinic, the patient experienced an infection which was treated with an oral antibiotic. The patient was hospitalised. There was an extrusion of the device and the device was explanted on (B)(6) 2022 under a general anaesthetic. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on june 27, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on july 14, 2022.